Manufacturer narrative:
The subject device was received and evaluated. The customer reported issue was confirmed. Service repair during evaluation noted the unit received with no accessories. Inspection found the ac (alternating current) inlet @ rear was damaged and pushed in. In addition, found air pressure low due to faulty air pump unit. In addition, the air joint unit and connector socket was found worn out. The device tubing noted to be of old type and bent. Found power switch @ front was damaged with cracked protective cover and its plastic cap torn off. Found 4 suction feet at the bottom with weak suction force and main chassis w/ paint scratch @ front. The identified parts needs to be replaced. Device evaluation findings confirmed the reported issue as ac inlet at rear was found damaged and was pushed in. The failure found could be attributed to electronic component failure and or stress and external factor as it was found the inlet was pushed in and was damaged. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported with an issue of " the power cord receptacle is crackle and it is pushed into the device". The issue occurred during reprocessing. There was no patient harm or injury reported due due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct e3. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the damaged inlet could not be determined. Olympus will continue to monitor field performance for this device.